Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call blank display anomaly and critical pump error on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised they changed the battery, however the insulin pump remained blank. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.